Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01828, 0001822565 - 2019 - 01829, 0001822565 - 2019 - 01830, 0001822565 - 2019 - 01831, 0001822565 - 2019 - 01832. Concomitant medical products: 00482701801, 2.7 mm cortical screw self-tapping 18 mm length unk. 00482701601, 2.7 mm cortical screw self-tapping 16 mm length unk. 00114705040, 4.0mm cann scr 1/3thr 50mm lng unk. 00114708070, 7.0mm can scr 16mmthr 80mm lg. 00482701601, 2.7 mm cortical screw self-tapping 16 mm length unk. No product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional noted that x-rays taken in (B)(6) of 2017 and (B)(6) 2018 showed two screws were fractured. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient¿s legal counsel that the patient underwent right foot revision surgery due to implant failure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. No additional patient consequences were reported.